Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.

Event description:
The device stopped working approx one month ago. X-ray revealed that the extensions were broken. They were replaced. The pt recovered without sequelae.